Event description:
It was reported the patient had an MRI on lumbar spine in (B)(6) because of an increase in pain. It was reported that about 22 minutes into the MRI, the MRI was stopped because he felt burning in the pocket area. It was reported they waited for about 10 minutes, then finished the scan. It was reported a spot developed there that was calloused and was "always itching". It was reported he did not feel burning anywhere else, just the implantable neurostimulator (ins). It was reported 'stim' was fine. It was noted the patient had told their rep and hcp after it happened, but they did not seem too concerned. Additional information received reported records indicated the patient was to be seen for reprogramming in (B)(6) but never showed up. There was no mention in the notes that the patient had reported issue of MRI or area feeling hot or callous. There was no mention that the patient had been seen by a manufacturer rep to have the device checked.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the patient had been in the MRI machine for 22 minutes, ¿it became so hot he couldn¿t stand it.¿ it was stated that the patient had red marks over the ins that were still present. It was also stated that the patient had experienced itching around the ins and it was still persisting. It was noted that the when the patient¿s system was put into MRI mode, it would show full body eligibility. It was noted that the patient¿s system was functional. It was noted that the patient had an ¿ab scan¿ coming up because he had spots on his pancreas. It was further noted that the patient¿s upcoming scan was not due to the device, but was because of the spots on the patient¿s pancreas. Additional information received reported that there had not been any determined cause for the patient¿s issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified the patient reported the patient felt it ¿heated up inside me, it just burned.¿ the patient reported a hard time healing after the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the first time the manufacturer representative (rep) was made aware of the patient's issues associated with the MRI/ the situation was the day of the current report.